Event description:
It was reported that the patient presented after receiving inappropriate therapy. It was further determined that the right ventricular (rv) lead experienced phases of oversensing resulting in the inappropriate shocks. The rv lead was explanted and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. This device was included in that field action, and returned product testing found the device did perform as described in the field action.